Event description:
Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Following a serious motor vehicle accident, the pt experienced facial nerve stimulation and "shocks" associated with stimulation on six of the 22 intracochlear electrodes. The healthcare professional was informed that the explanted device should be returned to cochlear ltd..